Manufacturer narrative:
(B)(4).

Event description:
It was reported during the advisory generator changeout procedure, the physician elected to cap and replace the right ventricular and left ventricular leads due to high threshold. The patient condition was stable following the procedure.